Event description:
It was reported that the rigid video laparoscope had no image. The issue was found during set up for use. There were no reports of patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the manufacturer's final investigation. The device was returned to olympus for inspection and the reported no image failure was not confirmed. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: there was no problem detected, it was confirmed that there was no problem with the device. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.